Event description:
During evaluation of a returned spectrum iq pump, the device had reduced audio level. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation, the device had reduced audio level. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be a detached speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.